Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and user mode testing were performed. The customer's reported "lec 1870" problem was not duplicated. According to the investigation, ec 1870 is a motor timeout error and when the pump powered up the ec 1870 was reported but the pump event log had no record of it. According to the investigation, the error code was cleared and did not return and running the pump in user mode did not generate any errors. The investigation confirmed no issues were observed when the pump was disassembled and inspected internally. The pump motor current was tested and passed at 30 ma. The pump will undergo standard periodic maintenance.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited " lec 1870" alarm. No reported adverse effects.